Event description:
It was reported that the customer was hospitalized twice due to diabetic ketoacidosis. The first event was on (B)(6), 2011 with a blood glucose reading of 606 mg/dl. The second event was on (B)(6), 2011 with a blood glucose reading of 613 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. It was stated that the customer's doctor felt the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.